Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this initial report.

Event description:
Customer complaint alleged the device was found broken prior to use in the clinical setting. No patient involvement was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleged the device was found broken prior to use in the clinical setting. No patient involvement was reported.